Manufacturer narrative:
This report is submitted on september 27, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device as of the date of this report. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on november 30, 2018. (B)(4).